Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis and sepsis as well as on (B)(6) 2018 or other reasons. The cause of death was multi heart related. The caller stated that the customer had kidney and liver failure, internal bleeding, and a heart attack that may have led to the customer's passing. The customer¿s blood glucose was 120 to 190 mg/dl at the time of the last hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.